Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Tandem technical support ran a system check, however the customer declined to complete it. Customer changed the infusion set and resumed insulin delivery. Customers blood glucose was 206 mg/dl.